Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with injection vancomycin and amikacin sulfate for peritonitis. It was reported that six (6) days after event onset the patient recovered from peritonitis. Pd therapy was discontinued. No additional information is available.